Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's bottom roll, gear, and comb were damaged and it was out of calibration. Tech replaced the bottom roll, comb, and gear. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. .

Event description:
It was reported that outside of surgery, on an unknown date, the unit had a faulty on the ratchet handle. It was found that the handle was jammed. Damaged comb was determined after final investigation. There was no patient involvement. Due diligence is complete as no additional information is available.